Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the attachment device cannot be attached to the associated motor device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device was frozen/would not move. The assignable root cause was determined to be traced to user, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by colombia that during service and evaluation, it was determined that the oscillating saw attachment device was frozen/would not move and had component damage. It was further determined that the device failed pretest for general condition, check adjusting of the amplitude, check symmetry with handpiece, check function in running mode, check amplitude lever in running mode and check the oscillation frequency with frequency meter. It was noted in the service order that the attachment device could not be attached to the associated motor due to a damaged or non-functioning coupling. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2023. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.